Manufacturer narrative:
A field service engineer (fse) made a site visit to evaluate the system and was unable to reproduce the problem. The system was tested and verified as ready to use. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted hysterectomy, there was no output of monopolar energy. In an attempt to resolve the issue before calling the technical support engineer (tse), the customer power-cycled the erbe and replaced the green monopolar energy cord and the monopolar curved scissors (mcs) instrument. Yet, no energy was output from either the top or bottom monopolar port despite no issues with the bipolar energy. While on the call, the tse confirmed a validated patient-neutral pad was being used, and the tse initially understood the customer had also replaced the patient-neutral pad before calling. The tse then asked the customer to try a third energy cable and instrument. Still, there was no change, so the tse then asked the customer to swap the universal surgical manipulator (usm) that the instrument was on from 3 to 1, but there was still no change. Next, the customer replaced the vision side cart (vsc), which still had no change. Lastly, the customer told the tse they had not replaced the patient-neutral pad. The tse asked them to do so, and the problem was resolved. The procedure was continued as planned. During follow-up, the field service engineer (fse) was informed that the procedure was completed robotically, and recovery room staff noted a burn on the patient's shoulder from the patient neutral pad.

Manufacturer narrative:
Additional information: b5: it was stated during follow up with the or director, that the interventions performed due to this event include the consulting the general surgeon to evaluate the injury in the or and follow up with the general surgeon 1 week postop. The burn was classified as 2nd degree and demographics provided stated the patient was female, date of birth 01-apr-1990, weighted 93.6 kg and is african american. The manufacturer of the patient neutral pad, medline, was notified of the event by the facility.

Event description:
Refer to h10/h11 for follow-up information.